Manufacturer narrative:
(B)(4). The complaint device was not returned. There is 100% verification that the surface of the catheter is free of damage and excess bumps or roughness and that the distal tip/end hole does not have any splits, nicks or damage. Appropriate design controls activities have been completed. Label contains graphical symbols requiring storage in a dark, dry and cool location. The IFU booklet contains info on proper usage and maintenance. Unfortunately, no product was returned and limited info regarding the circumstances surrounding the event were provided. At this time, the root cause of the separation remains unk. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.

Event description:
The arterial line was noted to not be working and leaking at the site. When the line was removed from the pt, only a small amount of the catheter was present. The pt was critically ill and the decision was made to not retrieve the retained piece of catheter. The pts outcome is not known at this time.